Event description:
Philips received a complaint on the dfm100 device indicating that the screen does not turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated at customer site by philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem includes failure of multiple parts assy processor, assy therapy receptacle, battery signal cable, cbl ui to processor mix, co2 module and I/o pca (printed circuit assembly). The issue was resolved by replacement of failure parts and the product is back in service.

Manufacturer narrative:
The defective dfm100 assy processor (s/n: (B)(6) is received for failure analysis and the results indicated som pca (system on module printed circuit assembly) is defective and caused the device malfunction.